Event description:
Ous MDR - boston scientific received information that upon interrogation an rv lead issue was alleged due to myopotential oversensing and inhibition of pacing. A chest x-ray revealed a potential perforation. The patient was booked for an angiogram and potential repositioning of the lead. A boston scientific representative was not asked to attend the procedure thus the outcome of this case is unknown. No adverse patient effects were reported. Upon additional information this investigation will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.